Manufacturer narrative:
As the qc results were acceptable, there was no indication for a performance issue of the reagent or instrument. The investigation did not identify a product problem. The cause of the event could not be determined. This event occurred in (B)(6).

Event description:
The initial reporter received a questionable troponin t hs stat result for one patient sample from the cobas e411 rack analyzer. The initial result was 17.48 ng/l with a data flag and was reported outside of the laboratory to the doctor. The doctor did not believe the result and sent new sample from new drawing. The result from the second sample was 2200 ng/l with a data flag. Based on this, the original sample was repeated using both the primary and aliquot tubes. The results were 2529 ng/l with a data flag and 2588 ng/l with a data flag. The reagent lot number was 436773 with an expiration date of 31-mar-2021.